Manufacturer narrative:
Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system - section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
It was reported that a patient implanted with an impella cp experienced oozing at the sheath and access site and a hematoma. The sheath was repositioned and pressure was held however, the decision was made to remove the impella. The outcome status of the patient following the event is unknown.

Manufacturer narrative:
The customer's device was not returned for investigation. The root cause of bleeding was most likely use issue related since the bleeding started to occur after the sheath was exposed and at the same time, it started to bleed more after the patient was moved to the ICU the device passed all post sterile inspection checks.